Event description:
Customer biomedical engineer reported that when the esg-400 boots up, an e433 error occurs. Device booted up without footswitch connected. The issue found at preparation for use. There was no patient harm. No user injury reported due to the event.

Manufacturer narrative:
Device return evaluation has confirmed the customer reported issue of error e433. Device evaluation found error e433 due to faulty generator board. Additionally, review of fault log found errors of e433 showed on the log twenty two (22) times. Unrelated to the reported issue, inspection found minor scratches and dings on the top cover. Minor scratches and dings and chips on the front panel. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code (e433) was due to a faulty generator board. Additionally, it¿s probable the faulty generator board was due to a destroyed transformer (tr1). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.